Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / was not reported. Conclusion: the healthcare professional reported that during a stent-assisted aneurysm embolization procedure, when the physician opened the device package, the stent component of the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 6322168) was impeded in the introducer and could not be pushed out. The physician switched to a new stent system to complete the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. A photo of the complaint device was included in the complaint. The photo was reviewed by the product analysis lab and is documented below. Photo analysis: no damages could be observed / noted on the photo. The stent is noted to be inside the introducer. Residues of dried saline solution could be noted inside of the introducer. The reported issue that the delivery wire was impeded in the introducer could not be evaluated based on the photo. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 37mm enterprise® vrd was received for analysis. The introducer was inspected. No appearance of physical damage was observed. The delivery wire and the stent were received inside the introducer; however, it was noted that both components were stuck inside the introducer. Microscopic inspection was performed. Under magnification, dried saline solution residues were observed inside the introducer. Additionally, the proximal end of the stent was observed bent. Functional test could be performed with the stent and the delivery wire components both stuck inside the introducer due to the dried saline solution; in addition, the stent component is bent at the proximal end. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6322168. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following directions: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. The complaint reported that when the device package was opened by the physician, the stent component was impeded in the introducer and could not be advanced. Visual inspection was performed and it was noted that the stent and delivery wire were both stuck inside the introducer. Microscopic inspection confirmed the observation and revealed that there were residues of dried saline solution in the introducer and the stent is bent at the proximal end. Based on the observations made during the visual and microscopic inspection, the reported issue was confirmed, though the exact cause cannot be conclusively determined. Multiple attempts were made to obtain additional information related to the procedure and to the device issue, but no additional information was provided. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, when the physician opened the device package, the stent component of the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 6322168) was impeded in the introducer and could not be pushed out. The physician switched to a new stent system to complete the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. A photo of the complaint device was included in the complaint. The photo was reviewed by the product analysis lab and is documented below. Photo analysis: no damages could be observed / noted on the photo. The stent is noted to be inside the introducer. Residues of dried saline solution could be noted inside of the introducer. The reported issue that the delivery wire was impeded in the introducer could not be evaluated based on the photo. The manufacturing record evaluation was performed. The reported issue could not be related to the device manufacturing process. The complaint device was returned for evaluation. Based on the product analysis completed on 30-nov-2021, this event has been deemed MDR reportable as a ¿malfunction.¿